Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error. Customer's blood glucose at time of incident was 80 mg/dl. Customer was advised the pump will be replaced.

Manufacturer narrative:
The insulin pump was received with a critical pump error open book error and broken force sensor error was found in the formatted history file due to force sensor zero off set out of specification. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was missing the display window cover. The insulin pump had minor scratched display window and case.